Event description:
Dealer advised power switch not working causing speaker not to come on, replaced with another one and unit works fine. No injury. Dealer could not provide any further information. (B)(4).